Manufacturer narrative:
B1. Updated/corrected: adverse event and product problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the patient did not experience any symptoms. It was noted a catheter dye study was unable to be completed. A thoracic CT was completed for review. The cause of the catheter being in the wrong place was not determined. It was reported the catheter and pump were replaced on (B)(6) 2023 by a neurosurgeon.

Event description:
Information was received from a patient receiving morphine and bupivacaine via an implantable pump. The indications for use was non- malignant pain. It was reported that when the manufacturer's patient services specialist (pss) inquired about the pump replacement, patient stated 'they said it was in the wrong place,' and then confirmed they meant the catheter was in the wrong place so they decided to replace both the pump and the catheter at the same time. Pss documented information reported by the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.